Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that provider removed temperature sensing foley catheter and saw what looked to be urine in bulb. The lab spun it down and it was urine. Patient had unrelated fever (lot #unk) per customer follow up received on 20jun2024, foley was placed in the cvor and packaging was discarded at that time. Patient was identified as 79-year-old male admitted for lobectomy via vats secondary to diagnosis of lung cancer. Patient harm was reported as cauti (lot #ngjq0694, lot #ngjq0865). Product remains pulled from being used on patients, they requested on what the next steps are for npmc to do with the product. They would not be placing it back into circulation for patient use. Hx- lobectomy via vats secondary to dx of lung cancer.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned four-photo sample noted one opened (without original packaging), used temperature sensing foley catheter. Visual inspection of the first three photo sample shows the overview of the syringe inserted into the catheter and the catheter attached to the urine meter drain bag. The fourth photo shows urine residue in the catheter balloon. This does not meet specification per (B)(4), revision 0 which states "catheter leaks, valve leaks, balloon, perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿balloon material does not shrink quickly enough¿. However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that provider removed temperature sensing foley catheter and saw what looked to be urine in bulb. The lab spun it down and it was urine. Patient had unrelated fever (lot #unk). Per customer follow up received on (B)(6) 2024, foley was placed in the cvor and packaging was discarded at that time. Patient was identified as (B)(6) year-old male admitted for lobectomy via vats secondary to diagnosis of lung cancer. Patient harm was reported as cauti (lot #ngjq0694), (lot #ngjq0865). Product remains pulled from being used on patients, they requested on what the next steps are for npmc to do with the product. They would not be placing it back into circulation for patient use.